Manufacturer narrative:
The product will not be returned. While advancing the palmaz genesis stent delivery system (sds) into a 6fr. Sheath the physician encountered resistance. The physician removed the sds and noticed that the stents proximal and distal ends were both flared up. This occurred prior to entry into the sheath. Excessive force was not applied to the device during advancement into the sheath and it had been prepped according to instructions for use. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15321477 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The stent crimped process was reviewed and the parameters were found according to specification. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt.

Event description:
The physician felt resistance when he began to insert the genesis .014 stent into a 6f sheath. The physician then pulled the stent off the wire and noticed that the proximal and distal ends were both flared up prior to being inserted into the patient. The product did not make it into the sheath. The stent was set aside and the procedure was finished with another 5x24 genesis stent successfully without any harm to the patient. Excessive force was not applied to the device during insertion or withdrawal. The sds was prepped according to instructions for use. The target lesion was the left renal artery. The lesion was tortuous and calcified.